Manufacturer narrative:
(B)(4). Batch # unk. No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the device deploy staples? If the device stapled was the staple line complete? If the device stapled what was the appearance of the deployed staples? Did the device cut? If the device cut was the cut line complete? The lot number reported m4j38n is not associated with the ecr60b. What is the lot or batch number for the ecr60b?

Event description:
It was reported that during an unknown procedure, there was difficulty to re-open the clamp before use and after staples is on the tissue. We don't have the reference of the device, only the cartridge. When the clamp is on the tissue, it was impossible to staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: batch # = m5544y. The analysis results showed that one ecr60b reload was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The returned reload was reset and loaded into a test ec60a device. The device was tested for functionality in the articulated position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no instrument was returned for analysis. The batch record was reviewed and no anomalies were noted during the manufacturing process.